Manufacturer narrative:
Customer provide incorrect phone number.

Event description:
The customer reported vvnt. Was inoperable/c # 1012. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.